Manufacturer narrative:
Upon receipt, visual inspection noted body fluid contamination in the lead barrel and a hole in the seal plug. The reported noise is consistent with air bubbles leaking out of the seal plug hole. No further analysis was performed.

Event description:
Boston scientific received information that while closing the pocket of this device noise was observed. The connections were verified but intermittent noise was still present. The physician elected to replace the device. No adverse patient effects reported. The device remains in service.